Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
Case #: 00968577 case subject: npi patient side occlusion test fail account name: tennessee valley veterans affairs healthcare system 626a4 account #: 3894778 asset name: 8015ls pcu dom v9.33.1.2 a/b/g/n asset location: contact: keith todd contact email: keith.todd@va.gov contact phone: 615-895-1103 contact mobile: patient or user involvement: no patient or user harm: no case description: tech called for help on serveral 8100 units failure device type: failure problem type: failure mode: case resolution: tech called in they have 139 8100 units and they doing thier yearly pm test and 10 of the 8100 units all fail on the patient side occlusion test fail doing pm test he had also ran calibration test also on unit all fail pressure test. Tech need to replace pressure sensor which is the bottom sensor but they can replace both want hurt but up to you guys, also one 8100 unit the display board is out and need to be replace, confirm both part numbers for pressure sensor & display board, transfer tech to order mgr. Dept. To get price quote with tax. Tech thank me for my assist.